Event description:
Per the clinic, the patient experienced head trauma and infection at the implant site (specific date not reported). Subsequently, the patient was treated with intravenous antibiotic (specific date and duration not reported). The infection has resolved.